Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.